Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that three of the buttons on the customer's insulin pump were stuck. The patient's blood glucose at the time of incident was 212 mg/dl. Troubleshooting was initiated for the keypad anomaly and it was discovered that there was water on the outside of the pump; the customer had been in the bathroom. No moisture was visible inside of the pump. The customer then mentioned receiving a button error alarm. Upon review of the pump's alarm history it was noted that the button error occurred around the time that the pump was exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.